Manufacturer narrative:
The reason for reoperation was rupture. Device evaluation: visual analysis of the returned device identified crease fold, one opening(curved) on radius, brown particles in the shell, and observed 40 mm dark patch edge material inside gel device. The weight of the device was within specification. A microscopic analysis was performed which identified one crease(sharp) opening on radius, stress marks and wear abrasion. Based on the device analysis the final assessment is a crease(sharp) opening on radius due to fold(flaw) opening.

Event description:
Health professional reported left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device was explanted.